Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. Since the lens remains implanted. The reported complaint cannot be confirmed. A manufacturing record review (mrr) was performed and the pcb00 units were manufactured within specifications. There were no non-conformances generated during the manufacturing process. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).not applicable as the lens remains implanted to date. (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens was implanted using the preloaded insertion system, model pcb00v, two scratch marks (2mm and 0.5mm in size) were observed in the optic. No visual acuity problems were reported so far. The doctor is talking a wait-and-see approach. No further information was provided.